Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the hospital for diabetic ketoacidosis (dka), customer could not recall blood glucose (bg) level. Reportedly, the customer was treated with an insulin drip and ventilator to resolve the issue and was released (B)(6) 2019 with no permanent damage. The customer was unable to recall further information.